Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be occasional atrial undersensing noted on stored ecgs (electrocardiograms) for the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.